Manufacturer narrative:
This is 1 event of 2 for the same patient involving 2 separate products.

Event description:
The plaintiff's attorney alleged that the decedent subsequently expired on or about (B)(6) 2013, after the use of the product.